Event description:
A ventilator was evaluated by the customer. There was no harm or injury reported. During the evaluation of the ventilator, a "service required" code was observed. The device's oxygen blending module board needs to be replaced to address the issue.